Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. No inspection information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy.the pre-dialysis weight was 52.3 kg. After four (4) hours of dialysis, the patient got off the machine and weighed 49.4 kg. The patient was weighed and ¿found to have dehydrated 0.6 kg more. The ultrafiltration was set to 2300 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.